Manufacturer narrative:
H10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1025380 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025380 , test base part number 190-430 / lot 1025380 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025380 showed that the complaint rate is(B)(4).. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided for investigation , however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a swab (g1022fn zhejiang gongdong medical technology co). On the same day pcr confirmation testing generated a negative result. (Platform: alinity). Patient has hospitalized on (B)(6) 2021, follow-up care and rehabilitation after fall with fracture of the left humeral head and non-displaced fracture of the left ischio pubic branch. And patient had left the hospital to go to nursing home on (B)(6) 2021 customer confirmed patient was not symptomatic. The customer confirmed that the patient was under medical therapy using lovenox (B)(6) 2021, audispray adult (B)(6) 2021, calcidose vitamine d (B)(6) 2021, cetirizine (B)(6) 2021,doliprane (B)(6) 2021, motelukast (B)(6) 2021, movicol (B)(6) 2021, betneval (B)(6) 2021, ketoconazole (B)(6) 2021, nasocort (B)(6) 2021, trimbow (B)(6) 2021. The customer confirmed there was no patient harm due to the test results. Additionally, the customer mentioned there was a delay for admission to nursing home.